Event description:
The device was used during a pancreatoduodenectomy. Reportedly, the jaw did not completely close. After firing, oozing was noted. No pt injury was reported. Another device was used to finish the procedure.